Manufacturer narrative:
The device was received, and an evaluation is complete. Service evaluation found a failed during downstream occlusion. The device was found to pass downstream occlusion testing but evaluation found the force sensor current out of specification. The force sensor was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump device it experienced a failed during downstream occlusion. No additional information is available.